Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 413 mg/dl which was treated with injection. Customer was tired and customer¿s current blood glucose was 350 mg/dl. Customer states that drive support cap was normal. Customer had crack on at bottom of right corner of screen. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.